Event description:
Complainant alleged that during biomed testing, the device displayed " pacer disabled", "defib disabled" and "defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.